Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. The left hypogastric artery was embolized during the index procedure. It was reported that, approximately one year and ten months post index procedure, the endurant stent graft limb in the right external artery had a distal type I endoleak. The physician elected to embolize the right hypogastric artery and implant another manufacturer's limb extension in the right external artery. The physician also elected to implant another manufacturer's limb extension in the left external artery as a prophylactic measure. Additionally, the endurant bifurcate stent graft had a proximal type I endoleak. The physician elected to implant another manufacturer's aortic cuff and continued to monitor the patient after the procedure. Approximately three years and seven months post index procedure, the patient was treated for a persistent proximal type I endoleak. The physician elected to implant coils proximally in conjunction with implanting two of another manufacturer's aortic cuffs and continued to monitor the patient after the procedure. Approximately five years and two months post index procedure the patient was treated for a persistent proximal type I endoleak. The physician elected to perform an open abdominal aortic repair, the endurant devices were ex planted, and the event was resolved. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.